Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected to be returned.

Event description:
It was reported that the patient was hospitalized for two days for hyperglycaemia, diabetic ketoacidosis and vomiting. After changing the infusion set, the patient saw that the insulin was not coming out. He reported that there was no alarm. During the call, the history of the pump was checked and the error e-4 (= occlusion) was detected on 21 october at 21:30h. In addition, the alarm sound and vibration were checked during the call and the pump was working properly. It was also found that the infusion set had expired. The kind of treatment received in the hospital is unknown. The patient only remembers that the doctor applied dextrose.